Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of over 120 units and then decreased to a fill estimate of over 60 units. Blood glucose level was 338 mg/dl.